Manufacturer narrative:
E1- initial reporter address 1: (B)(6).

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the veins of the left lower extremity. An angiojet solent omni catheter was used for percutaneous venous thrombus aspiration. During the procedure, the catheter was primed for 15 seconds and the power pulse function operated normally. However, upon switching to thrombectomy mode, the device failed to initiate aspiration. No error messages were displayed at the time of the incident, and the device continued to pump or infuse saline despite the absence of aspiration. The catheter was withdrawn and confirmed to be non-functional in terms of aspiration. A replacement thrombus aspiration catheter was used; however, the same issue persisted. Ultimately, the procedure was completed using another device of the same model. There were no complications experienced by the patient as a result of this event.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the veins of the left lower extremity. An angiojet solent omni catheter was used for percutaneous venous thrombus aspiration. During the procedure, the catheter was primed for 15 seconds and the power pulse function operated normally. However, upon switching to thrombectomy mode, the device failed to initiate aspiration. No error messages were displayed at the time of the incident, and the device continued to pump or infuse saline despite the absence of aspiration. The catheter was withdrawn and confirmed to be non-functional in terms of aspiration. A replacement thrombus aspiration catheter was used, however, the same issue persisted. Ultimately, the procedure was completed using another device of the same model. There were no complications experienced by the patient as a result of this event.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR: the angiojet solent omni was returned for analysis. Visual examination of the device revealed multiple shaft kinks. The catheter was successfully functionally tested with no leaks or alarms present, and aspiration was normal. No other issues were identified with the device.